Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the last check, the device showed two and a half years remaining longevity. Three months after, the device reached end of life (eol). Boston scientific technical services (ts) discussed possible reason for this issue. As of this time, the device remains in service. No adverse patient effects reported.